Manufacturer narrative:
Device evaluated by MFR.: the guidewire returned inside of a hoop and it was easily removed. The device has the body kinked approximately at 204.5 cm and 229 cm from the proximal end. The guidewire was broken approximately at 290.5 cm from the proximal end; the detached section was not returned. No more damages were found in the device.

Event description:
Reportable based on device analysis completed on 20-dec-2019. It was reported that guidewire kinked. The target lesion was located in the posterior tibial artery. A 300cm, 8cm v-18 control wire was selected for use. However, the device was kinked upon inserting into the support catheter. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed guidewire fracture.